Event description:
It was reported that a CT scan revealed a pericardial effusion due to a perforation. Upon interrogation, the lead exhibited loss of capture. The lead was repositioned on (B)(6) 2015. The patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).